Event description:
It was reported that bd insyte catheter is defective. The following information was provided by the initial reporter, translated from spanish to english: during channeling while trying to insert the polyurethane retracts up to half of the guide, which does not allows venous access to be channeled, an attempt is made with a new device for the second time and the same thing happens.

Manufacturer narrative:
MDR was generated due to investigation findings: based on the provided information, it has been determined that this incident is related to the catheter tip not being completely formed during the manufacturing process. We are conducting a voluntary recall of the affected catheters bd insyte for certain catalogs and lot numbers. The affected catheter tip may result in resistance with the catheter insertion process. The potential immediate health consequences associated with the above, include pain /discomfort, vessel injury, vasculitis, tissue injury, bleeding, delay in procedure and need for additional device insertion. It is also possible for there to be no health effects related to the use of the straight edged tip. Long term health consequences would not be expected; however, may be present only as a result of the immediate health consequence. It is recommended that clinicians use standard clinical practice of inspection of the device prior to insertion. If the clinician does not notice the catheter tip edge, they are instructed to stop the insertion procedure if pain or resistance out of proportion to the procedure is noted. If a defective product is inserted, monitoring for tissue, vessel and skin damage is recommended. If any symptoms occur, it is recommended to remove the product and replace with a new product if clinically indicated. We are investigating and will implement appropriate measures to prevent recurrence of this product issue. A corrective and preventive action plan is in progress. Production personnel have been informed of the product issue and retrained to the procedures to increase awareness. Please see the provided recall notice (mds-24-5036-fa) for further information.